Event description:
On (B)(6) 2012, it was initially reported that during a da vinci si hysterectomy procedure, the tip on the permanent cautery hook (pch) instrument was observed to be broken. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported. The instrument was returned and during failure analysis evaluation, engineering observed pieces missing from the instrument. The hospital was informed of the missing pieces and on (B)(6) 2012, the hospital indicated that a fragment from the instrument fell into the patient. The fragment was removed, and there were no remaining fragments left in the patient. The hospital also mentioned that no post-operative complications were experienced by the patient and there is no video recording available of the planned surgical procedure.

Manufacturer narrative:
Conclusions: the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the hook is broken off at the distal end. The broken piece was not returned. The hook shank broke off within the yaw pulley, at the cross section of the drilled hole. Engineering evaluation also found that the entire ceramic sleeve is missing from the yaw pulley. Engineering concluded that the sleeve likely detached during/after the hook broke and that the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.